Event description:
The complainant reported: as of 9 apr , sharp representative (B)(6) spoke up and stated they were also seeing dehiscences in orthopedics. Sharp quality advised her that they want to do a deeper dive into these complications to ensure none were missed. Action to supply chain for product usage and match to cases, sharp quality will compare with wound complications to see what other wounds may be missing. Very concerned about dehiscences and infection she is seeing. Mdt spoke up and said they have not been made privy to these additional instances, and sharp rep confirmed their quality does not allow them to share that information outside of the sharp organization. Sharp quality specifically asked (B)(6) not to share patient specific information with ams/mdt, but they were going to report the issues to the FDA themselves. Mdt asked if there was anything that could be share that wasn't patient identifying i.e. Date, product used, etc. And (B)(6) advised there is no date but knows it was a (B)(6) patient, cervival fusion. There was another dehiscence recently but needs to see if product was listed and what the procedure was. Can see that surgeons are still citing old product being used in their documentation, but when (B)(6) looks back at the operating room supplies list she can tell it was liquiband scanned, but the system doesn't show lot numbers because glue is not implantable.

Manufacturer narrative:
The complainant reported: as of 9 apr , sharp representative (B)(6) spoke up and stated they were also seeing dehiscences in orthopedics. Sharp quality advised her that they want to do a deeper dive into these complications to ensure none were missed. Action to supply chain for product usage and match to cases, sharp quality will compare with wound complications to see what other wounds may be missing. Very concerned about dehiscences and infection she is seeing. Mdt spoke up and said they have not been made privy to these additional instances, and sharp rep confirmed their quality does not allow them to share that information outside of the sharp organization. Sharp quality specifically asked (B)(6) not to share patient specific information with ams/mdt, but they were going to report the issues to the FDA themselves. Mdt asked if there was anything that could be share that wasn't patient identifying i.e. Date, product used, etc. And (B)(6) advised there is no date but knows it was a (B)(6) patient, cervival fusion. There was another dehiscence recently but needs to see if product was listed and what the procedure was. Can see that surgeons are still citing old product being used in their documentation, but when (B)(6) looks back at the operating room supplies list she can tell it was liquiband scanned, but the system doesn't show lot numbers because glue is not implantable. As per FDA 21 cfr 803.3, a 'serious injury' is defined as: an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Although not stated, this defect, infection, would required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and is being reported. No lot information has been provided, limiting the investigation, however, viscosity and set time are tested at batch release.